Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was charging their ins too often and that the ins wasn¿t holding a charge. It was noted that the patient was defibrillated shortly after implanted due to unrelated medical issues and the caller was wondering if this may have affected the device. It was noted that the patient was on hd settings at 6 ma and was charging every half day (which aligned with the recharging interval at the time). The manufacturer representative met with the patient the week before the call and programmed cycling for the patient (15 minutes on, 15 minutes off). The recharge interval then showed 1.2 days, but the patient was still having to charge every 6 ¿ 8 hours. It was noted that impedances were good and the patient was getting excellent coupling while recharging. The patient planned to log their recharging sessions and compare them with the stats from the previous week. No related symptoms or complications were reported.